Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak), (cause of the event is unknown); conclusions: (cause of event is unknown).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were unremarkable. It was reported that after the contralateral limb was deployed there was an endoleak coming from a hole in the graft. Another limb was implanted to reline it. After this was done the endoleak was gone. No additional clinical sequelae were reported, and the patient is fine.